Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) has a history of far-field atrial oversensing that fell within the blanking period. Boston scientific technical services (ts) was contacted for review, and it was confirmed that there were additional instances of inappropriate mode switching events due to far-field oversensing. Additionally, there was evidence of brief atrial undersensing, as well as a recent increase in the right ventricular (rv) threshold measurements. Ts provided potential reprogramming options, as well as recommended performing in-clinic troubleshooting of the system via provocative maneuvers and isometrics to verify system integrity. At this time, this crt-d remains implanted and in-service. No adverse patient effects were reported.